Event description:
It was reported that the patient presented to the emergency department with low flows 2 days prior but continued to drop. The patient appeared to be hypertensive induced as pulsatility index (pi) was 11 and mean arterial pressure (map) was 120 mmhg and non-invasive blood pressure (nibp) was 140/103 (mmhg). The patient was started on 25mg hydralazine three times a day but experienced adverse effects and was started on 5mg amlodipine twice a day to treat hypertension. The log files did not capture any low flows events but did capture a low flow flag that did not persist long enough to trigger and alarm. The log file also captured a no external power event on 13-jan-2022 while connected to the mobile power unit (mpu). This was caused by power to the mpu being briefly interrupted. This may be due to the mpu ac power cord coming loose at the mpu, ac wall outlet or house power disruption.

Manufacturer narrative:
Serial number requested but not yet provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section d4: serial number was requested but was not provided. Manufacturer's investigation conclusion: the reported event of a no external power alarm was confirmed with the submitted log file. The submitted log file captured a no external power alarm event on january 13 at 5:17 am. The alarm was related to a loss of power from the mobile power unit. The system reverted to the internal 11v backup battery for power and did not affect the pump speed value at 5,400 rpm. All alarms cleared when power was restored to the mobile power unit. Approximately 41 minutes later, another no external power alarm event with similar sequences of events was captured. It was noted the log file was retrieved from system controller (serial #(B)(6) a root cause of the no external power alarm could not be determined through this evaluation. All available information for conducting this investigation was collected and no additional follow-up attempts will be performed. To date, the mobile power unit (serial # unavailable) associated with the event was unavailable for an evaluation. The complaint file will close accordingly and will be reopened if pertinent information is received. Mobile power unit serial number was not available, and the device history record could not be reviewed. Heartmate 3 patient handbook rev c, cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5 ¿alarms and troubleshooting¿, all alarm conditions are addressed including ¿connect power¿ alarms. Low voltage advisory alarm . 1. Promptly connect to a working or different power source (mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. If alarm persists, call your hospital contact immediately. For more information, see page 228. No external power alarm . 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. Call your hospital contact immediately if connecting to power does not resolve the alarm. Power cable disconnect alarm. 1. Promptly connect the disconnected power cable to a working power source (mobile power unit or two fully-charged heartmate batteries). 2. Call your hospital contact if reconnecting the power cable does not resolve the alarm. Heartmate 3 instructions for use rev c, ¿replace any equipment or system component that appears damaged or worn¿. No further information was provided. The manufacturer is closing the file on this event.